Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2 . Reference MFR. Report# 3006705815-2018-03137. It was reported the patient experienced a csf leak during a permanent implant procedure. Following the procedure, the patient experienced a headache. In turn, a blood patch was performed which resolved the issue. Effective therapy was restored post operatively.

Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2018-03137.